Manufacturer narrative:
New information on sep 17, 2015 indicated that the serial number is (B)(4) and the implant date is (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected drop in battery voltage/longevity was observed. The device was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that a patient notifier for long charge time was observed. Capacitor maintenance was performed and normal charge time was restored.